Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. Oversensing on the rate/sense channel was also observed. Pacing was inhibited however there was no asystole as a result. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for follow-up at a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.